Event description:
Customer's husband called to report that his wife is incoherent and he is not sure if she is high or low blood glucose. The insulin pump has alarmed button error. Customer may need hospitalization. Wife is out of town. Caller stated that blood glucose reading is 182 mg/dl. Customer was swimming. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had unresponsive button due to corroded keypad trace. No button error alarms occurred.